Event description:
Spontaneous call from pt's son, who states that ms3 pump sn # (B)(4) does not stay powered on. Son was having problems with the battery cap needle to be screwed on just loosely enough to power the pump (pump would not stay on when screwed on tightly). The second pump sn # (B)(4), son states skipped a step while setting up and went straight to "pump running" so pt assumed she was getting medication. Four hours later, pt realized not getting medication. No worsened symptoms. Notified md. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes, both. Reported to (B)(6) by pt/caregiver.